Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on the latest information, the event involved product(s) mmt-7841zn, mmt-7040a and mmt-1884. No product return is required for mmt-7841zn, mmt-7040a and mmt-1884.

Manufacturer narrative:
The pump passed active current test and sleep current test. Successfully downloaded history files and traces using thump and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts listed in the pump trace download. With reference to the baat tool instructions, the customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. Pump communicated and properly with test guardian link transmitter [3]. Unit successfully communicated to test mobile phones, iphone, and android. No lost connection to test mobile phones noted during testing. P-cap was attached and locked into place properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay and battery tube threads - cracked. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss, no communication pump to transmitter and no communication pump to mobile were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the mobile device and transmitter were not communicating with the insulin pump. Also, the customer reported the pump was turned off. The customer reported no adverse event. The event involved product(s) mmt-7841zn and mmt-1884. Troubleshooting was partially performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn and mmt-1884.